Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was powered on and the screen displayed "error 1720". This type of error indicates a problem with the back up capacitor. The back up capacitor was replaced to address this issue.

Event description:
It was reported the device gave an error alarm with message "error 1720". No known adverse effects to patient.